Event description:
An oxygen source on the s5 heart/lung machine was alarming. The flow of air was fluctuating from shutting off to 1.5 l/min of flow and alarming. The or staff used a back up oxygen tank while troubleshooting the heart/lung machine's oxygen source. Turned it off and back on, and it seemed to function. Reconnected the s5 oxygen source and it worked for about two minutes before alarming. We used back up oxygen tank until the end of the case.